Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a procedure was performed when the incident happened. The procedure completed by restarted geometry. The philips field service engineer (fse) analyzed the system onsite and confirmed that the geometry failed to work. After reviewing the log file fse found that there is an error in movement to detector. Fse found detector brake was not fixed well. Fse fix the detector brake cable. After fixed the cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there is a system geometry failure. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.